Event description:
The customer reported having low blood glucose. The customer stated that the blood glucose meter read 86mg/dl. The paramedics were called and tested his glucose level, which it read 40mg/dl. The customer was treated. Troubleshooting was denied, and the customer felt that there was an issue with the meter. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.